Event description:
Complainant alleged that the staff was treating an 84 year old male pt with a bowel obstruction. The staff administered a barium enema and then had performed an exploratory laparotomy on the pt. Two days later the staff found the pt in his hospital room with an asystole heart rhythm, and with no pulse or respiration. Chest compressions and ventilation was started immediately, and a code was called. The staff administered epinephrine, and five minutes later atropine was administered. During resuscitation efforts, the defibrillator was charged for use (joule setting unk), but the device shut down and the screen went blank. The staff then turned the device back on. And attempted to charge the device a second time, but again the device shut down and the screen went blank. The staff was able to obtain another device to defibrillate the pt. The pt subsequently expired, but the complainant indicated that there had been "no extraordinary delay in treatment" when the malfunction occurred and that the pt outcome was not as a result of ther reported malfunction.